Event description:
It was reported to philips that the customer was not able to perform exposures. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the machine was not getting exposure. Review of system log file could not confirm the reported malfunction. Upon troubleshooting, fse found the issue was due to configuration issue. The philips engineer reconfigured the system and refitted the hand switch. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.